Event description:
A report was received that the pt met with her physician for reprograming after suffering a non-device related fall. During the session the pt stated that she was not receiving adequate therapy and would not like to have the system explanted. On 02/22/2010, a bsn representative was contacted by a medical facility and informed that the pt was systemically septic and requested the system be explanted. The pt had no redness or oozing from the lead or ipg site. The physician does not know the source of the infection. The pt was prescribed IV flucloxacillin. The pt is now physically well, but continues to have an elevated white blood cell count.

Manufacturer narrative:
The explanted ipg was not returned to bsn for eval because they were kept by the medical facility.